Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure at the mid left anterior descending artery (lad). Reportedly, the right common femoral artery puncture was made after an angiogram and was below the inferior epigastric artery (iea) and above the femoral bifurcation. The 0.035" guide wire was removed after the proglide device was inserted into the artery. The proglide was advanced until the marker port showed pulsatile blood flow. When the plunger was retracted an anterior cuff miss occurred (link and suture not attached with needles). A 0.035" guide wire was inserted through the proglide and the device was removed from the arteriotomy. A second proglide was used with the same results. A 0.035" guide wire was inserted and the proglide device was removed from the arteriotomy. After the device was removed it was found that the link was attached with suture but was not attached with the needles. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number. .

Manufacturer narrative:
(B)(4). Correction: device was not returned. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.